Event description:
Surgeon implanted three piece lens but the plunger overrode the lens and tore off the trailing haptic as it was being inserted. The lens was removed in pieces and there was no patient injury. The surgeon stated it was unknown as to why the haptic tore. An msi-tm injector and an st-45s cartridge were used but the facility was unble to provide the lot numbers.